Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that a farawave catheter was selected for use. During the ablation procedure, a 12 lead ECG was obtained following anterior wall ablation. The patient received 2 mg of nitroglycerin. The ECG showed pr segment depression. A post procedure ECG continued to show mild pr depression. A post procedure echocardiogram did not demonstrate any evidence of pericarditis. The patient was discharged the same day and prescribed colchicine.